Event description:
The customer reported the device does not switch on. The fse clarified the device had a vent inop due to air valve liftoff failure. The customer reported there was no patient involvement.